Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the atrial lead could not be fixated after several attempts were made. A lead malfunction was suspected. There were no adverse consequences for the patient.